Manufacturer narrative:
The hill-rom technician found the alarms external buzzer inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician there is no audible alarm on bed exit the bed was located at the account. There was no patient/user injury reported.